Event description:
The pt reportedly experiences swelling at the implant site. The pt was prescribed augmentation and a spacer was used under the external headpiece. The issue was not resolved and the pt has been advised to discontinue use of the external headpiece. The pt is being monitored.